Event description:
It was reported by the customer that a pyxis medbank es system had a drawers are not populating in application. Customer stated that they are unable to remove items from the drawers and there would be a delay until the director of nursing can confirm the keys. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a drawers are not populating in application. A field service engineer replaced the drawer controller and reseated the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.